Event description:
It was reported that while attempting to cross a calcified occlusion in the superficial femoral artery (sfa) with the guidewire, it prolapsed and the tip was noted to be separated. The guidewire was removed. The patient is reported to be fine.

Manufacturer narrative:
On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to mitral insufficiency. However, it was learned that the event was not device related. The device has been disassociated from the event by the health-care provider; therefore, it has been determined that this event is no longer reportable to the FDA.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient's registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.